Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the lock of an a3059 mayfield composite series had up and down movement in the unlocked position. It was found that the threaded stud was cross threaded in the large starburst teeth threads. The date of the incident was unspecified. Patient contact, injury, or delay in surgery was not known. Additional information has been requested.

Manufacturer narrative:
The device was retuned for evaluation. With respect to the complaint, the unit was received with a threaded stud crossthreaded in the large starburst teeth threads. The mayfield 2 lock had up and down movement and the teeth were grinding when rotated. General maintenance and cleaning required. The reported complaint is confirmed. The root cause are unknown, but most likely the cause for the cross threading was misuse, and grinding teeth was wear and tear.